Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The reported conditions were confirmed. Replication of the reported conditions may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload.

Manufacturer narrative:
(B)(4). Device evaluation is pending.

Event description:
According to the reporter, during a lobectomy, the stapler was working but the firing was slower than usual. Later in the case, the stapler fired half way across the bronchus and then stopped. A new device was opened and the case was finished with no other issues. The patient's current status is fine and there was no injury or adverse event reported.